Event description:
It was reported that an alert for a long charge time was detected on the device. No intervention was performed at this time, and no patient symptoms were reported.

Event description:
New information indicates that the device was explanted and replaced. The device was at elective replacement indicator (eri). The patient was stable before, during, and post-procedure.